Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Event description:
The facility representative contacted canadian technical services to report a colleague infusion pump with a battery issue. This condition was later found during baxter service, within the event history, to have interrupted delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with a "battery issue" was discovered and confirmed by baxter canada personnel in the pump's event history as a depleted battery set alarm. This condition was caused by depleted main batteries. This condition was resolved at the facility by replacing the main batteries and battery harness.